Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. It was reported the patient presented to the emergency room and was subsequently hospitalized for the event. Treatment for the event was not reported. Four days after hospital admission, it was reported the patient passed away. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. It was reported the peritonitis was not resolved prior to death. It was reported pd therapy was ongoing prior to death; however, it was not reported if pd therapy was ongoing at the time of death. No additional information is available.